Event description:
It was reported that during a repair of an atrial septal defect the balloon started to lose pressure suddenly towards the end of the procedure. The surgery was a robotically-assisted procedure. The surgeon does not feel he ruptured the balloon with a needle puncture. Surgical delay consisted of 15-20 minutes completion of the procedure was precipitated by this event. The pt was discharged to home in 2002.